Event description:
At about 7 years after the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the liner (14mm) with a thicker one (20mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19-sep-2023. Lot 123212: (B)(4) items manufactured and released on 28-nov-2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.